Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing high blood glucose (bg) levels. The customer declined tandem technical support's offer to troubleshoot. No additional information was provided regarding the high bg.